Event description:
Additional information was received: it was reported that the patient had tried to resolve the shocking sensation by trying to shut off the ins. When asked if the issue had resolved the patient stated "no, but will be shortly." There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387-40 lot# j0340295v, implanted: (B)(6) 2003, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0340295v, implanted: (B)(6) 2003, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the wire being broken was poor wiring material. The surgery to remove the lead had resolved the issue. The current whereabouts of the product is unknown according to the patient. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0340295v, implanted: (B)(6) 2003, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the stimulation system was removed. The wire broke before the last year was up. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# j0340295v, implanted: (B)(6) 2003, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 20-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient said therapy was on because the EKG was picking up the implant signal. The caller also said the patient experienced a shocking sensation while welding. The patient stated they get a shocking sensation when they turn their head to the left and it radiates down to their left shoulder. The patient mentioned a past reported issue of a broken lead in their neck. It was reviewed how to turn off therapy with magnet and reviewed to address patient¿s issue with the lead. There were no further complications reported.